Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen shattered after the device fell from the user¿s pocket, and a replacement pump was arranged with user education on startup, shutdown, data transfer, return process, and continued cgm use. Symptoms included a reported blood glucose of 208 mg/dl during the call without associated adverse events. Outcomes included no hospitalization, no alerts or alarms reported, and arrangement of additional training due to user apprehension about learning a new pump. Investigation included internal review of the event description and coordination for device replacement and data return guidance. Investigation of this case revealed physical damage due to accidental drop, consistent with screen breakage of the user interface component, with no allegation of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to accidental damage.